Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Five opened trocar hub and cannula assemblies were received for the report of trocar valves were leaking. The returned samples were visually inspected using 15x - 20x magnification and 4 of 5 samples were found to be conforming. The fifth sample was found to have a damaged septum. A device history record review for each of the lot was conducted. The product was released based on the manufacturer's acceptance criteria. The root cause for the reported event is unknown. It is unknown how or when the one sample became damaged. An internal investigation has been opened to address reports of a similar nature. (B)(4).

Event description:
A nurse reported that the trocar valves were leaking during four separate vitreoretinal procedures. There was no patient harm. Product samples were requested for evaluation.